Event description:
It was reported by service report that the caster was locked up not allowing the brake to function properly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Debris caster.